Manufacturer narrative:
Additional information was requested. The investigation will be updated should further information be provided.

Event description:
It was reported that an unknown implantable device exhibited an unknown product performance issue. The device remains in service. No adverse patient effects were reported.